Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported that the time on the pump was off by 20 minutes. The customer could not recall when the time difference was noted. The customer's blood glucose level was not impacted. Tandem technical support assisted the customer with correcting the time.